Event description:
It was reported that one week after implant, high thresholds were observed. An x-ray was performed and found that this right atrial (ra) lead had dislodged. At this time, no lead revision has been performed. No adverse patient effects were reported.